Manufacturer narrative:
Examination of the returned device revealed no defects microscopically. The device was measured and the size was confirmed. No defects or anomalies were observed. The use of this device is for atrial septal defects and has not been studied in patients with patent foramen ovale (asd IFU, precautions, section 5.1).

Event description:
The male had a history of vsd closure during infancy that developed a right-to-left shunt through a pfo (saturations in the mid 80s) after a chest trauma in a motor vehicle accident, secondary to a deteriorated rv compliance. Both femoral veins were occluded and therefore, a trans-hepatic approach was performed with a 6fr sheath. After looking at the foramen anatomy with tee, it was decided to close the defect with a 10mm asd device. After placement in the pfo, tee confirmed the device was in perfect position. Immediately after the device was released, it embolized into the ascending aorta. The device was moved to the descending aorta, snared, and removed successfully through the femoral artery. An 8fr sheath was used to place a 30mm pfo device and closed the defect successfully.